Manufacturer narrative:
This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an architect intact pth result of 124.6 pg/ml was generated for patient sample ID (B)(6) on (B)(6) 2017. The same sample tested at 54.7 pg/ml on (B)(6) 2017 using the roche pth method. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Testing was completed to evaluate the assay performance using file kits of reagent lot 04716i000. All replicates met acceptance criteria and the testing passed. In addition, a device history record review was performed on lot 04716i000, which did not show any potential non-conformances, deviations, or non-conformances. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. In conclusion, the study indicated that standardization efforts are warranted and assay-specific decision limits are required. Based on the available information, no product deficiency of the architect intact pth reagent, lot number 04716i000, was identified.